Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) has been shutting down for about 3 minutes and then rebooting itself daily for the past two weeks. The cns was connected to an uninterruptible power supply (ups). They would like to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) has been shutting down for about 3 minutes and then rebooting itself daily for the past two weeks. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) has been shutting down for about 3 minutes and then rebooting itself daily for the past two weeks. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) has been shutting down for about 3 minutes and then rebooting itself daily for the past two weeks. The cns was connected to an uninterruptible power supply (ups). They would like to send the cns in for repair. No patient harm was reported. Investigation summary: the evaluation of the returned device was able to duplicate the reported issue. The hdds, motherboard, and power supply were found to be needing replacement. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Failure of the motherboard and power supply can be a result of hardware failure. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The device was installed on 4/21/2019. Device history had shown the hard drives were used over 5 years. Wear and tear, as well as aging, are likely the root causes. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.